Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found during evaluation. The assignable cause of the iipv was determined to be: insufficient drain due to false empty detect due to use error as the clinician inappropriately set the minimum drain volume percent setting too low (75%). The labeling review for the trainer's guide- homechoice/homechoice pro apd systems was found to be sufficient for the use error identified in this report. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3962ml. The largest prescribed fill volume was 2100ml; this meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event as the patient did not report having any symptoms of overfill. Product surveillance notified the nurse of the probable cause. The nurse advised she will take a look at the patient's therapy and programming. There was no patient injury or medical intervention associated with this event. The patient has resumed therapy.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed.